Event description:
The iab was inserted sheathless in 2005. The next day, blood was observed in the helium tubing and pump. The iab was exchanged. There were no reported pt complications.

Event description:
It was reported that the iab was inserted sheathless on 07/2005. On 07/2005, blood was observed in the helium tubing and pump. The iab was exchanged. There was no reported pt complications.